Event description:
Peel-away introducer, 7fr came apart during procedure - upon removing the peel-away catheter, it malfunctioned by not allowing the two segments of the peel-away catheter to be removed simultaneously. This allowed for the distal tip of the catheter to become malpositioned.